Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07251. It was reported the patient stopped receiving effective pain relief from the scs system. Also, the patient did not recharge the ipg as recommended. As a result, the patient's scs system was explanted.

Manufacturer narrative:
Inadvertently omitted the statement "this ipg serial number is included in a field advisory" from the initial report. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.